Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported that the syringe pump was delivering medication when the two pieces were leaking at the attachment point and the patient did not get the full dose of replacement potassium. There was patient involvement, but the outcome is unknown.